Event description:
The service report shows that while performing unrelated service on the unit, the mallinckrodt customer support engineer (cse) noticed an intermittent audio alarm. The (cse) inspected the device and replaced the audio alarm. The unit passed extended self testing. There was no pt involvement.